Manufacturer narrative:
(B)(4).

Event description:
Procedure: ventral hernia repair. According to the reporter: mesh was inserted, with one stay suture in the center, through a 10mm trocar. The surgeon deployed the mesh and centered the mesh on the abdominal wall with the center stay suture. The surgeon began tacking the mesh with a protack and absorbatack alternating the protack with absorbatack on the perimeter of the mesh. When placing absorbatacks directly lateral to the umbilicus 1 absorbatack fired through the mesh. The next tack was placed next to the tack that went through the mesh with no issue. The next two tacks fired through the mesh again. The surgeon continued placing tacks until the perimeter was fixated. The surgeon then added transracial sutures at the end of the case securing the mesh.